Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, the patient presented with restenosis, thrombosis and a myocardial infarction (mi). In (B)(6) 2008, a 3.0x20mm unspecified taxus stent was implanted in the mid left anterior descending (lad) artery. In (B)(6) 2011, the patient underwent a right total knee replacement and went off plavix for 3 days. In (B)(6) 2011, the patient presented with acute chest pain and an acute anterior wall st segment elevation mi. Using the right femoral approach, angiography revealed a total occlusion of the mid lad inside the stented segment. A 185cm forte guide wire was advanced down the lad into the apex, which improved the flow by manual fracturing of the thrombus. Next an aspiration catheter was advanced to the lad and a suction thrombectomy was performed with resolution of the thrombus and timi 3 flow. There was a red thrombus collected in the filter device. Repeat angiography revealed a residual 90% restenosis. A 3.0x20mm apex balloon was used to dilate the lesion resulting in an eccentric 50% area of stenosis. A 3.0x23mm promus stent was then placed across the most distal mid lad stent deployed at 12 atm's for 45 seconds. Repeat angiography demonstrated brisk flow down the lad with timi 3 myocardial blush, timi 3 epicardial flow and a widely patent lad vessel. Additional multiple angulated views were performed to rule out any other lesions. The patient was discharged on effient, given the patient had thrombosis through plavix treatment. Aspirin treatment was continued. No further patient complications occurred and the patient status is ok.